Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Investigation found no other damages or deficiencies that would result in fluid failing to flow through the complete fluid path. The adhesive pad was received with blood residue. The formed needle was inspected under magnification and the needle tip was found to be curled. This needle tip damage is confirmed for the reported bleeding/bruising event. The device was returned with small cracks observed on the top housing. No corrosion or evidence of fluid entering the device through these cracks was found. It could not be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. Bleeding at the infusion site was also reported. Ketones were checked and found to be 1.3 or high. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual shot was administered.